Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On 11/08/2023, the patient experienced a skin reaction with redness, inflammation, pimples, blisters, dry skin, and infection at the needle puncture site. The skin was prepped with alcohol prior to sensor insertion. The reaction was treated with a prescription of oral amoxicillin / clavulanate on 11/08/2023. The patient stated the area was improving at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).